Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s implantable cardioverter defibrillator was oversensing myopotentials. The health care provider will monitor the patient. The patient was stable throughout.

Event description:
New information noted that remote transmissions via stored electrograms revealed on (B)(6) 2018 that the asymptomatic patient's implantable cardioverter defibrillator was post-paced t-wave oversensing on the patient's ventricular lead. Further, episodes of inappropriate auto mode switching were discerned. The patient did not receive inappropriate therapy. Programming changes were suggested but were not made.